Event description:
Olympus vizishot 2 flex needle worked on first pass with lymph node biopsy. On second pass, needle would not come out, tech used air to push out specimen, needle retracted into protective sheath and would not move. New needle obtained, case continued without incident.